Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported poor communication on the patient programmer. The patient was getting the reposition antenna screen on the recharger and was unable to charge their implant as a result. It was reported that the patient had no falls/traumas. The patient reported that they had to change the patient programmer batteries because they were dead. And today was the first time they noticed that the programmer batteries were dead. They were not able to communicate with the implantable neurostimulator recharger (insr). The last time they recharged successfully was earlier that week and the last time they felt stimulation was about 2 weeks prior. The patient has had the device since 2008 and it was almost (B)(4) years. The patient was not able to charge their implant 2 weeks prior to the report. The patient went to see the healthcare provider (hcp) on (B)(6) 2016 where the hcp determined that the patient's device had depleted and was no longer working and had to be explanted. The patient was going to attempt to find an hcp in their local area and the issue had not been resolved. Relevant medical history includes multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.